Manufacturer narrative:
On 04/08/2011: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During an implant attempt of the subject device, active fixation function was abnormal. The abnormality was observed during the second position attempt. Another lead was implanted instead.